Event description:
It was reported that the insulin pump alarmed motor error. It was also stated that they had been having issues with the sensor and that it has only been lasting for 4 to 5 days. The history showed that the customer had a lost, sensor, and a weak signal alert. The customer's doctor stated that they had received a few concerns from other patients that were wearing the sensor. The blood glucose reading was 340 mg/dl. No significant events leading to the alarm were observed. The customer states they are able to complete the rewind sequence. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.